Event description:
Boston scientific received information that during the revision procedure when the chronic right ventricular (rv) lead was implanted in the new implantable cardioverter defibrillator (ICD) high out of range shocking lead impedance measurements of greater than 200 ohms in triad configuration were observed. Two commanded shocks at 1.1 and 41 joules were delivered and yielded impedances of 69 and 77 ohms respectively. The chronic rv lead had no previous impedance or other measurement issues. At this time no further tests will be performed and the patient will be monitored through the remote monitoring system. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.